Manufacturer narrative:
The device will not be returned to zimmer biomet for analysis. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Contact office - foreing - (B)(4).

Event description:
It was reported that the tip fractured due to possible metal fatigue. There was no patient injury as the tip broke on the sterile table.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Complaint sample was evaluated and the reported event was confirmed. The part shows signs of repeated use and is fractured at the base of the shaft. There are warnings in the package insert that this type of event can occur and risks are addressed in associated risk documentation. Device history record (DHR) was reviewed and no discrepancies relevant to the reported event were found. Review of the complaint history determined that no further action(s) are required. Investigation results concluded the most likely root cause of the event is material fatigue, however, a conclusive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.